Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain one, while the hp was not connected. The hp disconnected during dwell without using proper disconnect procedures and then reconnected after the hc started to alarm. The technical service representative (tsr) explained the meaning of the alarm to the hp. The tsr advised the hp to cycle the power in order to clear the alarm and to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) disconnected from the homechoice (hc) without using proper disconnect procedures and then reconnected after the alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.